Event description:
Repair center: alleged low o2/yellow light and key is power switch has a short circuit. Additional malfunctions are the inlet filter is dirty and the zip ties for the manifold were replaced.